Manufacturer narrative:
Avialable details indicate that there was a poor connection on the therapy plug. As per the customer¿s request, a quotation for the part dfm assy therapy receptacle(453564488971) ) has been sent. However, the device has not been made available to philips, so visual and functional testing could not be performed. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, we were unable to determine the cause of the reported problem. The reported problem is not confirmed.

Event description:
Philips received a complaint on the defibrillator indicating that the device had bad connection on the therapy plug. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporter first name: (B)(6). A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The rse evaluated the device remotely and determined that the therapy receptacle (453564488971) was defective. As per the customer¿s request, a quotation has been sent to the customer. However, the device has not been made available to philips, so visual and functional testing could not be performed. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported problem was determined to be caused by a defective therapy receptacle. The root cause of which could not be determined. The reported problem is confirmed.